Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11aug2019. Technical support (ts) was able to confirm that the unit was experiencing a flow issue, causing the pvt to fail. Technical support (ts) advised the customer that he most likely has a faulty flow sensor assembly as he is dealing with a flow issue, not a pressure issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator was reading during testing a mach pressure zero. There was no patient involvement.